Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es quality control result during a precision test (hsdb result = 0.066 ng/ml vs. Expected result <0.014ng/ml) while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur with patient samples. There was no report of affected patient samples. There were no allegations of harm to patients as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es quality control result was obtained while using the vitros 5600 analyzer. An ocd field engineer performed service actions to multiple analyzer subsystems including the reagent metering, well wash, signal reagent and incubator subsystems. Performance testing following service verified that the equipment was returned to expected operation. The assignable cause of the event is an instrument related issue. There is no evidence that the vitros trop I es reagent malfunctioned.